Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable fault 319 occurred. Error 319 was also found in the system logs against the endoscope controller. The intuitive tech support engineer (tse) walked the caller through a hard power cycle, reseating of the power cords for the endoscope controller (ec) and video processor (vp), and reseating the orange fiber cable at the ec and vp, with no change. The caller stated they would be aborting the procedure to another system. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis did confirm but not replicate the 319 faults. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system pinged error 319 upon start up. The golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed several errors 319 related to the original complaint were found. Probable root cause is attributed to a defective ec.